Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Manufacturer report # 3005099803-2010-02150, 3005099803-2010-02151, 3005099803-2010-02152, 3005099803-2010-02153, 3005099803-2010-02155, 3005099803-2010-02156, 3005099803-2010-02157, 3005099803-2010-02158 and 3005099803-2010-02159 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system, and eight polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis on (B)(6), 2010. According to the complainant, during the rf procedure, a console error (p1) occurred twice. The first error appeared while ablating at 120 watts approximately seven minutes into the procedure. The physician changed all four pads, but the same error (p1) recurred. At this time, the physician partially retracted the electrode needle until roll-off occurred then re-deployed a few minutes later. The procedure was successfully completed with no patient burns. However, post procedure, brown marks were observed on the patient / gel side of each pad. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.